Event description:
It was reported that while doing a right total primary hip and adm cup. The cup inserter slipped off and disengaged. The surgeon then tried to reorient the shell with the impactor and the plastic head broke. Used another and it broke. Plastic pieces taken out of joint.

Manufacturer narrative:
This event was previously investigated and CAPA is currently open to investigate this issue.

Event description:
It was reported that while doing a right total primary hip and adm cup. The cup inserter slipped off and disengaged. The surgeon then tried to reorient the shell with the impactor and the plastic head broke. Used another and it broke. Plastic pieces taken out of joint.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ball impactor tip. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that while doing a right total primary hip and adm cup. The cup inserter slipped off and disengaged. The surgeon then tried to reorient the shell with the impactor and the plastic head broke. Used another and it broke. Plastic pieces taken out of joint.

Manufacturer narrative:
The exact cause of the event could not be determined. Protocols in the process of being reviewed per internal corrective action. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.